Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection, engineering noted blood and eschar buildup on the jaws hinge and in the blade channel of the device. During functional testing, engineering was able to replicate the sticking that occurred in the event by activating the unit on porcine tissue. Engineering observed that, as eschar built up on the jaws and sealing surfaces of the device, tissue sticking increased. The root cause of the event is eschar and blood build up on the jaws of the device. The instructions for use (IFU) warns that "build-up of eschar can negatively affect the sealing and cutting performance..." And "for optimal performance, keep the jaw surfaces clean. Use a gauze pad soaked with sterile water or saline to remove eschar". Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of the products.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: nephrectomy original: cuando el dispositivo llevaba 18 disparos de trabajo al querer sellar una arteria el dispositivo se que pegado no permitiendo despegargarlo el cirujano vuelve a activar el sellado del dispositivo pero sigue sin poder despegar el disposito y esto provoca una hemorragia grave teniendo que clipar la arteria a anmbos lados , provocancando una situacion de emergencia que gracias a la habilidad del cirujano se frena la hemorragia provocando que el cirujano no quiera cambiar a un nuevo dispositivo voyant y cambia a ligasure. Por suerte el paciente no corrio peligro. Translation may 29: when the device has been use 18 times, they tried to seal an artery the device sticky and this cause that surgeon couldn't open so surgeon activated again the device but still without could open the jaws and this cause an important hemorrhagy and they needed to clip with clip device both sides of artery. They solve the problem, stop the blood but the surgeon didn't want to use voyant and took a ligasure. The patient didn't have danger after that. Additional information received from rep and mis on 31may2017: for the jaws not opening: the handle was not stuck in the latched position. The surgeon used one clip on both sides of the artery and cut. For the tissue sticking: they were sealing fat and arteries. There was less than 7 mm sticking. The jaws were cleaned after the 15th activation. The jaws were still sticking after cleaning. Saline was applied to the jaws during the case. The sticking was observed at the proximal end of the jaws. No devices were used to remove the stuck tissue from the jaws. The jaws were not submerged in fluid prior to the tissue sticking being noticed. Additional information received from rep on 1jun2017: the patient did not exhibit any vascular pathology. The device was not activated on diseased or inflamed tissue. The patient was not given any anticoagulation medicine. Additional information received from rep on 2jun2017: the jaws weren't locked, the tissue was only sticking. Patient status: no patient injury or illness occurred associated with the complaint event.